Manufacturer narrative:
Additional information: sizing information was provided. The proximal aortic neck diameter measured 18-22mm with a neck length of 15mm. Mild calcification and thrombus was noted at the proximal neck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the cause of the reported proximal type I endoleak could not be determined from the pre-implant film report provided. Images during implant were not available for return and the reported event could not be assessed. Post-implant CT¿s were also not provided and the in-vivo stent graft configuration could not be evaluated. The pre-implant report revealed that the patient¿s proximal neck just below the renal arteries was of small caliber; 18mm diameter. Therefore, it is possible that stent graft oversizing, implant of the 25mm bifurcate into the small and calcified neck, may have contributed to the type ia endoleak. The reported neck angulation may have also been a factor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. It was reported that during the one month follow up scan a type ia endoleak was noted. As per the physician, the cause of the event is patient anatomy related, due to the diameter of aorta where the supra-renal stent sits and stent graft angulation in the aortic neck. No additional clinical sequelae were reported and the patient is will be monitored.